Event description:
User alleges she used her scooter all day. She went to the mall. Upon exiting the mall she drove onto a lift on the back of a van. The scooter caught fire on the lift, on the back of the van. The fire was extinguished quickly. No one was injured. There was no property damage other than the scooter.